Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reporter hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 10:24 pm he activated a new pod. His blood glucose reached 27.8 mmol/l (500 mg/dl) after earing the pod for less than 24 hours. He also gave a manual injection of insulin (exact dosage was not provided). Upon removed and he noticed the cannula was slightly bent to the right.